Event description:
Procedure type: inguinal hernia repair. According to the reporter: two vlocs were used to close the peritoneum. It was found the end of the first vloc adhered to the intestine and that caused ileus. It seemed the intestine pulled and broke the loop of vloc and about 8 cm of suture exposed in the cavity and that caused ileus. The exposed vloc was removed during the re-operation.

Manufacturer narrative:
(B)(4).